Event description:
It was reported that the customer was experiencing up to ten occlusion alarms per day with her tandem mobi pump. There was no adverse impact to her blood glucose level. Her tandem trainer advised her to contact technical support for a possible pump replacement, and cts attempted follow-up and closed the case after sending a second follow-up.